Event description:
It was reported that multiple alarms (alarm 31, cartridge alarm 24, occlusion) occurred. Customer's blood glucose was 333 mg/dl. Customer reverted to using manual injections for insulin therapy.